Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted:(B)(6) 2021, 638bl28 heart band; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible occasional undersensed beats on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.